Event description:
Additional information:catheter was removed and replaced. No intervention needed, no delay in treatment. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that twelve days after insertion, side leakage was confirmed near the catheter insertion site. It was confirmed that the catheter could be used without problems when flushed five days before this incident occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be attached to the connector assembly piece and the distal valve was present. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed between the 36cm and 37cm depth markings. A microscopic inspection of the split revealed the overall shape was slightly curved. The fracture surface was observed to be granular and smooth. Additionally, tensile weakness was observed in the vicinity of the split. A yellow crystal-like material was observed just distal to the split. The material was hard and was observed to be completely occluding the catheter shaft. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.